Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was implanted successfully. While a second mitraclip was attempting to be placed on the medial side of the anterior2/posterior2 (a2/p2) leaflets the clip became entangled with the sub-valvular chordae. Troubleshooting was performed successfully per IFU. The clip was then inverted greater than 180 degrees. At this point in the procedure, fluoroscopy (flouro) shows that the clip had become detached from the steerable guide catheter (sgc) and was only attached by the lock line. The sgc and cds were pulled into the left atrium successfully. The lock line was pulled back slightly past the blue line and the clip was pulled into the tip of the sgc in the inverted position. A 24fr gore sheath was inverted through the left femoral access point to try and ensnare the device utilizing a gooseneck snare. The cds was then deployed from the sgc, unsheathing the cds without removing the lock line. A larger sheath was placed over the lock line ends and into the sgc to secure the device. They were unable to retract the cds into the sgc due to the inverted position of the implant. The cds was partially inserted into the sgc and tightly pulled against the sgc tip by the attached lock line. The sgc and mitraclip were then retracted simultaneously, which was successful until the lock line broke near the access site on the right femoral vein. The patient was then transferred into an operating room and a vascular cut down was performed successfully removing the cds and lock line. The final mr was grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the reported difficult or delayed positioning (anatomy) is related to procedural conditions (clip entangled with chords during positioning). The reported premature activation appears to be a cascading event of the clip becoming entangled with chords. The reported lock line break appears to be related to the troubleshooting performed for the premature activation (lock line used to hold clip at tip of sgc). The reported difficult cds insertion into the sgc appears to be a cascading event of the premature activation. A cause for the reported poor imaging could not be conclusively determined. The reported surgery was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a